Manufacturer narrative:
(D4) catalog number: 320-46-00, serial number: (B)(6), expiration date: 02-mar-2019, unique identifier (UDI) #: (B)(4). (G4) PMA/510(k)number: k063569. (H3) the revision reported may have been the result of either incomplete seating of the humeral liner, humeral tray, and/or torque screw during implantation, bone impingement, patient-related conditions such as high bmi, backside wear, or any combination of these possibilities, which led to humeral liner disassociation. (H4) device manufacture date: 04-mar-2014 section h11: the following sections have corrected information: (d1) brand name: equinoxe reverse 46mm humeral liner +0 d2b) common device name: prosthesis, shoulder, non-constrained, metal/polymer cemented (d10) concomitant device(s): 300-01-15, 3891212 - equinoxe, humeral stem primary, press fit 15mm, 320-10-00, 4023807 - equinoxe reverse tray adapter plate tray +0 320-20-00, 4029229 - eq reverse torque defining screw kit. (H6) component code: 4755; part/component/sub-assembly term not applicable.

Event description:
It was reported that this (B)(6) male patient's right shoulder was revised due to his humeral liner becoming disassociated from the humeral tray sometime after primary surgery. Surgeon removed the stem, tray, and liner. Date of revision is unknown and initial implant date is unknown. Patient was last known to be in stable condition following the event. Devices will be returning.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 320-10-00, 66378004 - equinoxe reverse tray adapter plate tray +0 15mm stem - s/l 03113741.